Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms on the right ventricular channel. No changes have been made and the ICD remains implanted and in service. No adverse patient effects were reported.